Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the pvl was due to sizing issue and the valve was explanted on post-operative day one. The device was not returned for evaluation at this time. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was explanted on pod #1 due to sizing issue, significant pvl, and valve displacement. A 25mm pericardial aortic valve was implanted in replacement. As reported, for the initial implant, the native aortic valve was a fused bicuspid valve with heavy "calcifiation". The surgeon did his typical debridement (removed all the calcium around the annulus). The surgeon felt that the 23mm was the best fit since the 21mm fell through and the 25mm was snug. The 23mm valve was implanted with no pvl, regurgitation, or visible gap. Cor-knots was used to secure the valve down prior to inflation. Patient was transported up to room and extubated later that afternoon. On the morning of pod #1 patient started to complain of shortness of breath and an echo was ordered. The echo showed significant pvl and the surgeon opted to bring the patient back to the or. The surgeon inspected the 23mm valve and noted that the valve ring was sitting below the annulus and the three sutures were still attached to the annulus. The surgeon removed the 23mm valve and resized. The surgeon stated that the 23mm sizer showed some visible gaps and the 25mm sizer was a better fit.